Event description:
It was reported that the subject device distal tip torn. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned for evaluation, and therefore, a root cause could not be established based upon any findings from the actual product involved in this event. An investigation of the in-house inventory guide wire distal end found that its strength did not meet specifications. The cause of this event was that the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device distal tip torn. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: - the guide wire distal end did not meet strength specifications due to suboptimal molding conditions during manufacturing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.